Manufacturer narrative:
A ge service representative performed an on site investigation. The cmos battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6800 system monitors were blank prior to a case. No patient injury was reported.